Event description:
Employee was filling portable oxygen tank. When they took the tank off, the large tank used for refilling, did not shut off properly. The room filled with fog from the oxygen. In order to shut it off, the employee went into the fog filled room and could barely see the tank. To find the valve, they put their hand over it and pushed the valve with the oxygen tank. The cold oxygen coming from the valve caused burns to their right hand.